Event description:
While performing investigation on a customer's freestyle navigator cgms, a crack was observed in the lower housing battery door latches of the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 25 mg/dl, 45 mg/dl, and reading of "about" 200 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
(B) (4). Investigation was performed and on the returned product. Visual inspection on the transmitter identified a crack/fracture on the plastic housing near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. The returned transmitter failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4)district office on 14 apr 2009.

Manufacturer narrative:
This is an initial report. The customer's product has been returned. The sensor issue reported on the case was found not confirmed and the transmitter has been sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
The " device available for evaluation?" Has been corrected to reflect the correct date, also the "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2009. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to sharon kapsch, MDR chief policy branch at osb.